Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the underside headlight cover was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Defective part pwd500 underface transparent plate (ard368325555) was replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the light head transparent cover broke and a part was missing. According to the pictures provided this is probably the result of a colision with another device. To prevent any incident the powerled user manual nu_powerled_01581 mentions to perform daily checks in order to check the lightheads for chipped paint, impact marks and any other damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 19th january, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the underside headlight cover was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.